Event description:
Received report of blood backup into tubing used on a pediatric patient. The nurse checked the infant at 4:00 am and the lines were fine. At 4:30 am, the nurse discovered that blood had backed up from the PICC line all the way up through the hyperal line and filter, through the lipid line, all the way up to the lipid syringe and through the medication line. A nurse practitioner was called to the bedside and gave urokinase, but this attempt to save the PICC line was unsuccessful. The line had clotted off, and was discontinued. A new arterial line (broviac catheter) was started. Reported blood loss of 10cc. A hematocrit was drawn and was unchanged from the previous evening at 42 mg/dl, but 4 hours later it had dropped to 38 mg/dl. No other patient harm reported.